Event description:
Clinical study. 295 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated was a 2.6mm 80% stenosed distal left anterior descending (dist. Lad) artery. The lesion was predilated. The physician then placed a taxus express2 8.8% 2.50x16mm drug eluting stent in the dist. Lad. The pt was discharged in the next day on plavix, zocor and aspirin. In about 8 months later, the pt expired after deteriorating while hospitalized. The death certificate states the cause of death as metastatic lung cancer and cardiomyopathy and coronary artery disease. There was no autopsy. In the opinion of the physician the relation to the target vessel is "not related".